Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Concomitant medical products: mbt por keel tib tray sz5; lcs complete m/b pat por lg; lcs complete fem por l lg; lcs comp rp insert lg 12.5mm; unknown bone cement.

Event description:
Patient was revised to address loosening of the tibia at the bone to implant interface. Lcs pressfit femur, tibia, poly and patella were removed. Doi: (B)(6) 2018; dor: (B)(6) 2018; left knee.

Manufacturer narrative:
Product complaint # :(B)(4). Investigation summary : no device associated with this report was received for examination. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.